Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in two pieces. Failure event observed during analysis. Final analysis found external insulation abrasions consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.